Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain : other"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches") and hepatomegaly ("enlarged liver"). The patient was treated with surgery (ablation, exploratory surgery, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pain, psychological trauma, fatigue, nausea, headache and hepatomegaly outcome was unknown. The reporter considered fatigue, headache, hepatomegaly, menorrhagia, nausea, pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding, other injuries/sympt. : yes, psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. This case become incident. Reporter information, lab data added. Previously reported event injury were updated pain : other, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, nausea, headaches, enlarged liver. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, metrorrhagia, bloating, dizziness and menses irregular. Concomitant products included ibuprofen, metformin and vitamin b12 nos (vitamin b 12). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 2 months 5 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced hepatomegaly ("enlarged liver"), vaginal discharge ("vaginal discharge") and type 2 diabetes mellitus ("other injury(ies) or complication please describe: type 2 diabetes") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), pain ("pain : other"), uterine pain ("uterine pain") and mood swings ("mood swings"). The patient was treated with surgery (ablation, exploratory surgery on (B)(6) 2016 and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, back pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, uterine pain, nausea, headache, migraine and mood swings had resolved, the dysmenorrhoea, pain, depression, hepatomegaly, urinary tract infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased and type 2 diabetes mellitus outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatomegaly, menorrhagia, migraine, mood swings, nausea, pain, type 2 diabetes mellitus, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, other injuries/sympt. : yes, psych injury : no. Discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2014. The essure device deployed with 4 coils visible. Distributed on the opposite side with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion- successful. Impression: successful sterilization.. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received. New events: abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, injury(ies) or complication please describe: type 2 diabetes, vaginal discharge, fatigue, abdominal pain, uterine pain, back pain were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.